Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The diaphragm seat of the adjustable pressure limit valve control was replaced to resolve the issue.

Event description:
#12 the hospital reported a leak resulting in the loss of manual ventilation. There was no patient involvement.